Event description:
It was reported that a patient presented with fracture noted on the patient's right ventricular and atrial leads. Both leads were explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of fracture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductors consistent with procedural damage during analysis, a failure event was observed which was unrelated to the reported event. Final visual inspection of the lead noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.